Event description:
This customer reported that she was booted out of the retrospective review of the 96 hours of ECG data. The involved patient died. The customer has stated that there is no relationship between this reported issue and the patient's outcome.

Manufacturer narrative:
This customer reported that she was booted out of the retrospective review of the 96 hours of ECG data. The involved patient died. The customer has stated that there is no relationship between this reported issue and the patient's outcome. A follow-up report will be submitted after philips obtains more information about this event.